Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient missed a pump refill about a week ago and the pump began to alarm on the (B)(6) 2020. Healthcare provider listings were requested as the patient¿s follow-up healthcare provider was out of town. Physician listings were provided as requested. No patient symptom was reported. No further patient complications have been reported as a result of this event.